Event description:
The customer contact reported the device alarmed with a check cassette-d (distal) service alarm code. On (B)(6) 2014 at 1200, the device was programmed to deliver an unspecified concentration of 5fu, at the rate of 12.4 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient reported the device alarmed with a check cassette-d service alarm code. At that time, the patient reported the container was half full and the device display indicated infused 331.2 ml, then below that 80, 12.4 ml/hr. The patient called the homecare pharmacy and was instructed to reinsert the cassette; however, that did not clear the alarm condition. The device was remove from clinical use. Therapy was resumed after approximately 5 hours using a replacement device. The customer contact reported there was no change in the patient's chemotherapy schedule. There were no reported adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.